Manufacturer narrative:
According to the filed service engineer, the battery modules were defective and replaced. Two technical error codes were found in the received logs (disabled valves and a communication failure between the monitoring and the breathing subsystems). No information was received about how the two generated technical error codes were resolved. No replaced parts were returned for investigation. The root cause for the generated technical error codes could not be determined.

Event description:
Manufacture's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating a communication error and disabled valves. The patient involvement is unknown. Manufacturer's ref#: (B)(4).